Event description:
On (B)(6) 2014, it was reported by a distributor that when guard staff and nurses who were performing a rescue attempt on a delivery man who collapsed on a loading dock, powered on the AED and applied the pads to the patient's chest, the AED advised a shock and powered off. It was reported that after the unit powered off, the battery pack was removed and when it was re-inserted the AED spoke a replace 9-volt battery warning and when they attempted to power the unit on, it did not respond. It was also reported that no shocks were delivered and that the patient was not resuscitated.

Manufacturer narrative:
Method: the electronic history file from the actual device was evaluated. The electronic history identified that the AED was placed in service on (B)(4) 2004 and that the AED was functioning properly, successfully performing its self-tests, until (B)(4) 2010 when the 9-volt battery that powers the unit's self test system was depleted (the AED blinked its red active status indicator light and chirped for 10 days prior to the 9-volt battery becoming depleted). The unit then sat until (B)(4) 2011 when the user performed a manually initiated self-test and upon conclusion of which, the AED reported to replace the 9-volt battery. The 9-volt battery was not replaced and the AED sat not performing its self-tests until (B)(4) 2014 when it was deployed for an event where the unit was powered on, it analyzed the patient, advised a shock, began charging, and shut down. This sequence was repeated one additional time with the same result, both due to a low battery condition with the main AED battery, a condition which is detectable by the unit's self test system, but this condition was not detected in this case as the 9-volt battery that powers the AED self-test system was not replaced after becoming depleted on (B)(4) 2010. Results: the investigation determined that there was a failure to service/maintain the device according to manufacturer recommendations, specifically, the AED was not kept in a "ready" state. Based on these findings, this MDR is being filed for user error.